Manufacturer narrative:
Stryker evaluated the device but the reported issue could not be verified or duplicated. The root cause of the issue could not be determined. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device didn't start audio prompts when the lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device didn't start audio prompts when the lid was opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.